Manufacturer narrative:
Correction: h6 additional devices: unknown- battery h6: method code(s): FDA 4114 h6: result code(s): FDA 3221 h6: conclusion code(s): FDA 67 unknown- battery h6: method code(s): FDA 4114 h6: result code(s): FDA 3221 h6: conclusion code(s): FDA 67 unknown- controller dc adapter h6: method code(s): FDA 4114 h6: result code(s): FDA 3221 h6: conclusion code(s): FDA 67 unknown- controller ac adapter h6: method code(s): FDA 4114 h6: result code(s): FDA 3221 h6: conclusion code(s): FDA 67 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: one (1) controller, two (2) batteries, one (1) controller ac adapter, and one (1) controller dc adapter with unknown serial numbers were not returned for evaluation. Log file analysis was not conducted since log files were not available. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported premature power switching event after lubrication can be attributed, but not limited to communication errors and/or to momentary disconnections due to corrosion of the controller power port pins. This event was reported in the intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Additional products: heartware ventricular assist system - battery. Model #: unk. Battery / catalog #: unk. Battery / expiration date: unk. Serial or lot#: unknown UDI #: (B)(4). Device available for evaluation? No. Mfg date: unk. Labeled for single use? No. (B)(4). Heartware ventricular assist system - battery. Model #: unk. Battery / catalog #: unk. Battery / expiration date: unk. Serial or lot#: unknown. UDI #: (B)(4). Device available for evaluation? No. Mfg date: unk. Labeled for single use? No. (B)(4). Heartware ventricular assist system ¿ controller dc adapter. Model #: 1440 / catalog #: 1440 / expiration date: unk./ serial or lot#: unknown UDI #: (B)(4). Device available for evaluation? No. Mfg date: unk labeled for single use? No. (B)(4). Heartware ventricular assist system controller ac adapter. Model #: unk. Cac adapter / catalog #: unk. Cac adapter / expiration date: unk / serial or lot#: unknown. UDI #: (B)(4). Device available for evaluation? No. Mfg date: unk. Labeled for single use? No. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced alarms and abnormal battery usage patterns. There was possible power switching. The patient's batteries, ac adapter, and dc adapter were previously lubricated to address this issue. Log files were evaluated and confirmed that the patient had power switching. The controller, batteries, ac adapter, and dc adapter were exchanged. No patient complications have been reported as a result of this event. This event was reported in the intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.